Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the disassembly of the device to determine the root cause, the technician observed damage consistent with mis-handling. The lcd cable connector was disconnected. The lcd cable connector was reseated. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.